Event description:
Reportedly, during patient use, an "fio2 sensor failure" alarm occurred. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested, patient information was not provided.